Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating customer receive an inaccurate fill estimate. Reportedly, customer's blood glucose level was not impacted.